Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total hip arthroplasty in 1994. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner.